Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe was missing marking on the syringe. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd discardit¿ ii syringe was missing marking on the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: our manufacturing site was provided with the affected sample. Upon inspecting the product, we noted the lines were not printed properly, verifying the reported issue. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. A batch history review showed no non-conformances associated with this issue during the production of this batch. The process we use to print the scale is called "hot stamping system". A metal stamp is heated at around 100ºc. Between the stamp and the barrel, we interpose a special black printing foil. Using pressure, the stamp pushes the printing foil and its content is embedded in the barrel wall. The result is a black scale printed on the barrel of the syringe. It was determined this issue likely occurred at the end of the stamping process and was a result of a defective foil reel. In this instance the reel did not work as intended and the scale did not print properly. Investigation conclusion: failure of the scale printing system, due to a defective printing foil reel.

Event description:
It was reported that the bd discardit¿ ii syringe was missing marking on the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.